Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Pet owner reported, needle would not draw the insulin this morning, (1 syringe affected). Stated, it happened 4 other times from the same box but "date of event" is "unknown" stated, needles were missing from 2 syringes, ("date of event" is "unknown") all issues occurred from the same box pet owner is reporting. Lot: 4044041 catalog: 328521 date of event: 2025-01-21, (1 syringe would not draw) samples: no cl.